Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. D4. Medical device lot#: unknown. D4. Medical device expiration date: unknown. E.1: initial reporter addr 1: (B)(6). The information for the additional 510k is as follows: g4. PMA / 510(k)#: k222591. H4. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Report 5 of 9: it was reported while using bd bactec¿ plus aerobic/f culture vials (plastic) there was fungal contamination seen in one sample identified as c. Lipolytica. No adverse impact was reported regarding the patient or user at this time.

Event description:
Report 5 of 9: it was reported while using bd bactec¿ plus aerobic/f culture vials (plastic) there was fungal contamination seen in one sample identified as c. Lipolytica. No adverse impact was reported regarding the patient or user at this time.

Manufacturer narrative:
Investigation summary: catalog 442023, batch no. Unknown. Customer reported a contamination issue while using bactec product. Neither photos nor returned good samples were received. Bd was not able to perform an investigation to the retention samples since batch number is unknown. A complaint history review cannot be conducted relating to the incident lot number and the ¿as reported¿ defect code since batch number is unknown. The batch history record could not be reviewed as the lot number is unknown nonetheless batch history records are always reviewed prior to product release. Product inserts states that care must be taken to prevent contamination of the sample during collection and inoculation into the bd bactec¿ vial. Prior to use, each vial should be examined for evidence of contamination such as cloudiness, bulging or depressed septum, or leakage. Do not use any vial showing evidence of contamination. A contaminated vial could contain positive pressure. If a contaminated vial is used for direct draw, gas or contaminated culture media could be refluxed into the patient¿s vein. Vial contamination may not be readily apparent. Prior to use, the user should examine the vials for evidence of damage or deterioration. Vials that are cracked or leaking, or display turbidity, contamination, or discoloration (darkening) should not be used. The specimen must be collected using sterile techniques to reduce the chance of contamination. Complaint is unconfirmed. No correctives actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigation process.